Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure the circular mapping catheter became entangled around the catheter shaft and was unable to be withdrawn through the sheath. A snare catheter was used to resolve the issue. The catheter was removed with no adverse consequences to the patient, but did prolong the procedure by 45 minutes.

Manufacturer narrative:
One 20mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. A bend was noted 1.0¿ proximal to the distal loop transition. No other visual anomalies were noted. The catheter was inserted and withdrawn from a stock sheath with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported withdrawal difficulty remains unknown.